Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) called our affiliate in (B)(4) to report that he/she "started to notice a green mucus coming out of the eye." The pt reported that "it happened on (B)(6)2015." The pt reported that he/she is a first time wearer for the acuvue oasys for astigmatism lenses. The pt reported that he/she "wore 1 lens od only." The pt reported that he/she went to the doctor and was told that he/she "was having an allergic reaction to the lenses." The eye care provider (ecp) prescribed decadron with ciprofloxacin eye drops. The pt reported that he/she was instructed to use 2 drops every six hours for five days. The pt reported that he/she does have suspect product available for return for evaluation. On (B)(6) 2015 the pt called and reported that he/she returned the suspect product to the optical shop. The product was requested from the optical shop for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.